Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up, noise was observed on ventricular channel. The patient complained of falling down two months ago. The patient was sent to another hospital for lead extraction. No further information is available.